Manufacturer narrative:
D10 - 3 trackers were included in this event. H6 - evaluation codes b17, c20, d15 coded to reflect the components were not returned. D03 coded as this is a confirmed manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that while performing a case, the site reported that they were unable to verify their instruments using the non-invasive patient tracker. Site opened a new patient tracker and encountered the same issue. Site had a third patient tracker with the same lot number and set it aside unopened. The manufacturer representative (rep) acquired the third patient tracker after the surgery was complete and tested it with the same system. It was verified that instruments were not verifying in the divot, but could be verified when the instrument was held "up and back" from the divot (images available, confirmed that at time image was taken, instrument was seated straight in the bottom of the divot).patient present, less than 5 min delay. Both of the trackers used in the procedure have been discarded by the site. The third tracker that was tested by the rep is available for return. There was a surgical delay of less than one hour. There was no impact to the patient outcome.

Event description:
Medtronic received information regarding a navigation device. It was reported that while performing a case, the site reported that they were unable to verify their instruments using the non-invasive patient tracker. Site opened a new patient tracker and encountered the same issue. Site had a third patient tracker with the same lot number and set it aside unopened. The manufacturer representative (rep) acquired the third patient tracker after the surgery was complete and tested it with the same system. It was verified that instruments were not verifying in the divot, but could be verified when the instrument was held "up and back" from the divot (images available, confirmed that at time image was taken, instrument was seated straight in the bottom of the divot). Patient present, less than 5 min delay. Both of the trackers used in the procedure have been discarded by the site. The third tracker that was tested by the rep is available for return. Navigation was aborted causing a surgical delay of less than one hour. There was no impact to the patient outcome.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.